Event description:
It was reported that during implant, the right atrial lead had varying high impedance. The lead was explanted and replaced with an active fixation lead. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. No anomalies were found.